Event description:
International affiliate reports the torsion of a screw being inserted was so great that when the screwdriver shaft was used, the instruments tip sheared off and burred the end. The broken tip was retrieved from the surgical site and there were no adverse consequences to the patient. The screwdriver shaft was returned in a loaner kit.

Manufacturer narrative:
Depuy synthes spine has requested return of the screwdriver shaft for evaluation. A follow up report will be filed upon receipt of the instrument and completion of the evaluation.

Manufacturer narrative:
Examination found the returned driver shaft was not fully seated properly when in use. The condition of the driver prior to the event is unknown. It is also unknown as to why the driver wasn't fully seated during usage. However, it is likely, based upon the driver's age, that there may have been some pre-existing damage to the driver tip due to normal wear and tear which prohibited it from being fully seated. The transmitted torque wasn't distributed along the entire length of the drive flutes, thus causing the driver tip to break. The driver is approximately 9 years old, suggesting that the malfunction of the device most likely can be attributed to the devices age. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.